Manufacturer narrative:
In response to FDA report number: mw5090904. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via regulatory agency (mw5090904) saline implant "ruptured", "rash" "covered entire body" "caused by reaction to something in my body." Device remains implanted. This record is for the left side.